Manufacturer narrative:
Updated patient weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that patient requested to be called because they wanted to speak to the manager but patient was in the emergency room at the time of the call. It was then stated that patient was in the hospital and no other information was given. On (B)(6) patient said they had back pain from the procedure that led to hospitalization. It was also mentioned that patient did move on to the implant and was doing very well now. No further patient complications were reported/ anticipated as a result of this event.